Manufacturer narrative:
Device evaluation: the returned device was subjected to external and internal visual examinations, as well as electrical and functional testing. The evaluation determined that a component was not operating normally. Based on the results of the investigation, the reported event was confirmed. Internal complaint number: (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient began to experience lack of pain relief and the pump started to beep consistently. Error messages were displayed on the programmer when the pump was inquired. Troubleshooting was performed but the issue persisted. The pump was explanted on (B)(6) 2016 and returned for evaluation. It was noted that the patient fell several times directly on the pump during inclement weather on (B)(6) 2016.